Manufacturer narrative:
Siemens has complete the investigation. Instrument files were not available for review. With the lot number, an inhouse review of the lot in question was performed on hct (note: chgb is calculated using hct). A review of finished goods, lifetime data and additional testing does not align with the customer's allegations. The customer data was reviewed and it was noted on the symex printout that a sample was grossly hemolyzed, which may impact the comparisons with epoc, as no hemolysis was noted on those samples. No product problem identified. The cause of this event is unkonwn.

Manufacturer narrative:
Siemens has requested instrument log files from the customer, however the customer has not been able to provide them. Siemens will be conducting a review of the reagent lot in use at the time of the event. Investigation ongoing. The cause of this event is unknown.

Event description:
Customer is alleging discrepant high hematocrit (hct) and calculated hemoglobin results on one patient (two samples) compared to retesting on their laboratory analyzer. It is unknown if the sample tested on the lab analyzer is the same as either sample run on the epoc. Note that epoc uses conductivity to measure hct, while the lab instrument counts cells.